Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient underwent a left attune tka utilizing depuy cement on (B)(6) 2013. She was revised on (B)(6) 2017 for aseptic loosening of the tibial and femoral component utilizing a competitor¿s system. Surgeon notes significant inflammatory response synovitis requiring removal. Patellar component was not revised. Surgeon notes the femoral component was slightly loose and tibial component was frankly loose. Loosening interface was not provided. Doi: (B)(6) 2013, dor: (B)(6) 2017.